Manufacturer narrative:
Review of the DHR showed no irregularities in the production process for this part. Physical review of the set screw identified no irregularities. Product was within specification. Mating tulip head reviewed and also found within specification. Torque handles that were held by the distributor were also reviewed and no data was retrieved that would lead to the torque of the set screw being incorrect. Distributor identified that through further discussion with the surgeon there is a belief that the cross connector was placed to close to the tulip head and may have lead to this malfunction.

Event description:
Surgery was done in (B)(6) 2014. Sometime in the end of (B)(6) 2015 the patient identified a pain on the right side of his body as a general complaint. The plan was to explore the previous fusion at l4/5 and extend to l3. When exposure to do this was made it was identified that a set screw had come loose from the tulip head, and this was not able to noticed on the x-ray.